Event description:
Customer's mother reported two of customer's reservoirs would not fill. Customer's last blood glucose was 219 mg/dl. Customer stated that she was able to draw insulin in, but she was unable to push the plunger rod up to purge out the bubbles. This occurred last night and about a week ago. The reservoirs are being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.